Event description:
It was reported that a patient underwent a surgical procedure on an unk date. During suturing, the needle tip broke. No adverse patient consequences were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states she developed an infection in her finger after using the softclix plus device. Caller states she went to the emergency room (ER) due to pain in her finger. A physician removed her finger nail and treated her with unspecified antibiotics. Requested return of suspect device, and replacement was sent.